Event description:
It was reported that an asymptomatic patient presented in clinic for follow up after receiving a vibratory alert for nonsustained lead noise. Post-paced t-wave oversensing was observed. The device was reprogrammed.

Manufacturer narrative:
.